Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. It was reported that the insulin pump replacement time was too long, causing all key failure. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will not be returned for analysis.